Event description:
The customer reported a contained leak from the cc (cartridge chemistry) sample probe on their unicel dxc 600 pro synchron system. Upon troubleshooting, the customer found the fitting on the cc sample probe was loose. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on the cc (cartridge chemistry) sample probe. (B)(4).